Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Event description:
Updating this report as further review indicated this should have been reported as a patient use case. During a patient use event, the device was not able to be used. Patient survived.